Event description:
The lay user / patient contacted lfs alleging inaccurate high readings on her one touch ultra 2 meter on (B)(6), 2010. A medical surveillance specialist (mss) was unable to get in contact with the patient and sent a letter to obtain further clinical information: the patient mentioned that she was comparing her meter to the hospital's meter and noticed that her meter was reading higher compared to the hospital's device. The patient had taken insulin based on a reportedly high result of hi twice on the evening of (B)(6) and on the evening of (B)(6) taken and at an unspecified time. Later that evening, she had become unresponsive and had to go to the ER both times. On one day either the (B)(6) or (B)(6) when the paramedics arrived, they tested the patient on their meter and obtained a result of 31 mg/dl .by the time the patient arrived in the hospital, her blood glucose result was 151 mg/dl (after treatment). No further clinical information was provided about the event. It would have been helpful to know the patient's diabetes regimen, readings prior to the hi result, how much insulin the patient had taken, how soon after taking the insulin the patient became unresponsive, the date and time of the 31 mg/dl on the paramedics reading, reading on the paramedics meter the other time they came to the patient's house, diagnosis in the hospital and whether the patient's diabetes regimen was changed due to the alleged issue. The product was replaced. The complaint is being reported since the patient alleged that she became unresponsive twice on two separate occasions after taking insulin for a blood glucose result of hi and had to seek medical intervention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.